Event description:
It was reported that the device was used during an unknown procedure. The device would not arm. Another device was used to complete the case. There were no consequences to the patient.